Event description:
It was reported that the fiber was broken at the hand base side. Then, an unusual sound was heard and the debris shield damaged. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was broken at the hand base side. Then, an unusual sound was heard, and the debris shield damaged. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis did not identify any breaks along the fiber body. The reported allegation was not confirmed. Analysis did identify that the connector had burn marks. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. It is likely that the interaction between the interaction between the blast shield and fiber may have led to overheating, ultimately causing the burning on the connector face. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.